Manufacturer narrative:
We are in the process of performing the investigation and will submit the f/u report once the evaluation is completed. Related MDR: 1219977-2015-00147.

Event description:
Received a report that the surgeon noticed a 4-7mm graft did not appear tapered on one end but appeared to be a straight configuration. He compared each end and felt they looked identical in diameter (approx 6mm). The surgeon did not feel that there was any risk of functionality and implanted the graft in the pt. The graft ultimately clotted and the staff felt this was due to pt being hypotensive. Graft remains implanted in pt.